Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0shxh,, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. Product ID 3389s-40, lot# va0shxh, product type: lead. Product ID 3708660, serial# (B)(4), product type: extension. (B)(4).

Manufacturer narrative:
Concomitant: product ID 3389, product type lead. Product ID neu_unknown_ext, product type extension. Product ID 3389, product type lead. Product ID neu_unknown_ext, product type extension. (B)(4).

Event description:
Additional information received reported the patient passed away in (B)(6) 2015. The neurosurgeon felt the death was not related to the deep brain stimulation device function, but was related to a bleed from the heat of electrocautery at the scalp incision when closing.

Event description:
It was reported that following the patient¿s implant procedure on (B)(6)-2015, he was not doing well and may die. The implantable neurostimulator (ins) and both leads were implanted at the procedure. The reporter noted that the case was flawless and the neurologist was there. The patient was a great candidate for the therapy and had great responses during implant. The healthcare provider (hcp) thought that when they were closing, heat may have damaged a blood vessel. The hcp did not think the patient¿s condition was related to the system. No further interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.